Manufacturer narrative:
E1: hulunbuir city people's hospital (hulunbuir league people's hospital) - fully documented here for maximum character limit. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The e315 error was reported due to corrosion on the electrical connector. Other findings include the loss of water tightness due to a crack on the suction connector, white/black dots and a lack of image, and an electrical connector damaged with leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope gave a b30 error. This occurred during preparation for a diagnostic enteroscope procedure. The patient was not under sedation, and the procedure was completed using another device without delay. There was no report of patient harm. The device was returned and evaluated, and there was found to be water corrosion in the electrical connector. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device, from which a leakage occurred and water invaded the device. This then caused an abnormality in electrical components and the suggested occurred. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image. The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.